Event description:
Information received from the field does not address the patient's clinical status but notes premature battery depletion. Measured data was 2.49v, 16ua, 16 kohms. The measured data six months previous was 2.64v, 14ua, 7 kohms. The device was programmed to 3.0v at 0.4 ms and had been programmed to similar settings since implant. In may of 2001, the device had been repositioned due to infection.